Manufacturer narrative:
The reagent lot number is 79038201 with an expiration date of 31-jul-2025. The field service engineer inspected the analyzer and replaced a defective pinch valve which caused water leakage. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys t4 (t4) results from five patient samples tested on the cobas e 801 analytical unit. Sample 1 the initial result was >320 nmol/l. The first repeat result was 114 nmol/l. The second repeat result was 125 nmol/l. Sample 2 the initial result was >320 nmol/l. The first repeat result was 86.4 nmol/l. The second repeat result was 99.6 nmol/l. Sample 3 the initial result was 222 nmol/l. The repeat result was 99.5 nmol/l. Sample 4 the initial result was 318 nmol/l. The repeat result was 129 nmol/l. Sample 5 the initial result was >320 nmol/l. The repeat result was 99.1 nmol/l.

Manufacturer narrative:
The field service engineer drained the flow path and replaced its components. The analyzer log confirmed that the measuring flow path was faulty. The investigation determined the event was caused by the leakage/seal. The investigation determined the service actions resolved the issue.